Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). If an investigation report is available, a follow-up report will created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "overinfusion / continous bolus". Customer information: on 8.12 3:05 p.m.pca pump was started for the patient in the wake-up room, when the patient pressed the first bolus with the patient button. The pump gave a normal bolus and the arrow on the pump moved normally. After receiving the bolus, the patient was instructed to press the patient button again, at which point it was seen that no new bolus would leave the pump. The patient's well-being at that time. At 5:25 p.m., the patient experienced little sensation with a surgical wound, instructing the patient to press the patient button on the pca pump. The patient pressed the button, so that the arrow display on the pump did not stop but continued blinking and oxycodon 1mg / mg was given to the patient as a continuous infusion. The patient was then prompted to immediately press the patient button again, at which point the arrow display stopped. Immediately thereafter, the pump was turned off. The total pca (oxycodone 1 mg / ml) given to the patient from the 50 ml syringe after starting the pump is 12 mg, ie 12 ml. The patient was told the pump had given him too much medicine. The operator of section 3a was informed about the operation of the pump and asked to have the pump serviced. At 17.40, the patient reported feeling unwell, as if drunk. 'The patient's condition leveled off after medication and he could be transferred to the ward as planned. Haipro notification of the case.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The sample was provided for an examination and root cause analysis in our service laboratory in melsungen. The device history was read out and analyzed. It could be detected that time and date in the history were set wrong. Caused of the reported day of occurrence and the wrong date, the history files of the last performed infusion therapy were investigated. For last performed infusion therapy a drug "oxicodo" of the drug library was selected. The following setting was used: pca vol/am.set 1ml, pca xh-lim.set 12ml and a pca lockout set to 5 minutes. So the infusion was started at 09:08 am with a rate of 0 ml/h. The rate was then changed to 10ml/h. Then about 8 seconds later, the pca button was pressed more times in a short time. The message lockout time active appears. So not more than one bolus can be performed within 5 minutes. This bad input/handling happens several times in the history files. The sample was subjected to a visual and functional examination. During the visual inspection of the perfusor space, the technician seal on the lower housing as well as all cover caps of the screw pillars were missing. It could be detected a damage of the pca- eccentric and the syringe holder. Furthermore it could be found, that one screw in the lower housing was not from the original device. The functional test was performed. The device passed the self test with a positive result. It could be recognized a loud unusual sound when the claws were moving. A syringe (type: ops 50 ml) was insert for functional test, but after inserting the device showed an error message "repeat syringe change". This error was caused by a "break close error". The error message could be confirmed due push the ok button some times and the drive head has been moved to the syringe plunger. The unusual noisy could be recognized again, if the claws catch the syringe plunger. It was possible to bring the pump in operation. The delivery accuracy of the pump was checked (rate 5ml/h). The determined value +0,53% was within specification (+-2%) (according to en iso 60601-2-24). A functional test of the bolus was performed. During the delivery, the bolus key was pressed and the bolus was running. No malfunction could be detected. The device was disassembled. Besides the wrong screw in the lower housing it could be found out that nearly all the threads in the lower and upper housing were damaged. No other damages could be detected inside the device. The complaint could not be confirmed. Caused to the reported problem it was possible to detected according the investigation of the device history, that no abnormalities were happened. During the flow measurement and a specific pca test no flow deviation could be detected. The pump administered the drug according the stored parameters in the drug library. Summing up all tests, the perfusor space operates within our specification. No product deviation.